Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: the alarm history shows multiple consecutive cs 054-0000 alarms occurring on the reported failure date on 01/06/2014. The pump booted with audio/vibration and fully illuminated display screen, able to load the slave micro processor with a new software code. The pump was opened and evaluated, no visible defect was found to the pcb. Unable to duplicate reported blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2014 alleging that their pump was vibrating and beeping multiple times with a blank screen following a routine battery change. Patient said after multiple attempts at powering the pump down, with a battery removal they were able to get the display screen to light up. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.